Event description:
Information was received from a patient representative regarding a patient receiving lioresal via an implantable pump. The indications for use were intractable spasticity. It was reported that the patient representative (caller) reported the patient went to have the pump refilled today and the pump records showed the pump had stalled and restarted. The caller stated the patient did not have an MRI or CT scan. The caller stated that the nurse told them to call the manufacturer to find out why the pump has stalled and restarted. The manufacturer's patient services specialist (pss) reviewed that the manufacturer did not have access to the pump records and redirected the caller to the patient's doctor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the issue was an error with the ¿interrogator ipad device¿and the ipad would be ¿serviced.¿ the patient was doing well.